Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.

Event description:
It was reported that the pin was stuck in collet and would not come out. The account stated that there was no pt involvement and no adverse consequences related to this event.